Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported, the touch screen on the central control monitor did not function as expected. The user reported, a button did not function, resulting in the cursor moving to the right side of the screen. The device was returned for eval. Since the event occurred during routine testing of the device, there was no pt involvement during this event.